Event description:
It was reported that the patient¿s implantable neurostimulator (ins) quit working about a month ago. The patient last felt stimulation about a month ago. He said the pain was ¿getting out of hand¿ and he needed his stimulation. The patient also saw an end of service (eos) message about a month ago. He had his device for about a year and he was told it would last for 4-5 years. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).